Event description:
The manufacturer received information alleging a ventilator's respiratory rate delivery increased. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs to be replaced and the flow sensor assembly needs to be cleaned due to contamination to address the issue. The device has been evaluated but the components have not been replaced pending customer approval of estimate.